Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and bolus history showed several manually cancelled boluses. The total daily dose add up and equaled the basal target. There was no ¿auto-bolus¿ during investigation. The keypad was undamaged and all of the buttons responded properly. Unrelated to the complaint, the audio bolus button was torn, but the button was fully responsive.

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump was self-programming boluses without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).